Event description:
The wife of a male patient contacted lifecor customer support to report that they were receiving "adjust belt" messages. Support asked for a manual recording and a download. The download revealed that there was a high gain on the ECG. Support sent a patient services representative (psr) to the patient to diagnose the problem. The psr stated that neither battery pack would fit into the monitor. He reported that there were two pins touching one another inside the battery well. Support had the psr replace the monitor and both battery packs.

Manufacturer narrative:
Device manufacture date. Monitor - 2008. Battery packs - 2008. Device evaluation summary: device evaluations of monitor, battery packs have been completed. The reported problem was confirmed. The monitor was found to have a defective battery connector. The connector pins were bent. The connector was repaired. The monitor was retested and then restocked. The root cause of the bent pins is unknown, but is likely due to a battery pack being forced into a monitor with the connectors misaligned. Both battery packs had damaged connectors. The root cause was slamming the battery packs into the monitor. The battery pack connectors were replaced. The battery packs were retested and restocked. The damaged connectors on the monitor and battery packs were replaced. No adverse events resulted from the damaged monitor or battery packs. The patient received a replacement monitor and battery packs.